Manufacturer narrative:
Other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3387-40, lot# j0101977v, implanted: (B)(6) 2001, product type: lead. Product ID: 3387-40, lot# l61394, implanted: (B)(6) 1999, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a unilateral system and they explanted the old lead and placed 2 new leads in (B)(6) 2018 to create a bilateral system. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient was programmed and they received some therapeutic benefit from the available contacts. The hcp indicated everything went fine and the impedances were in normal range. The patient was doing fine.